Event description:
Literature article reviewed. Melbye sm, haug scd, fenstad am, furnes o, gjertsen je, hallan g. How does implant survivorship vary with different corail femoral stem variants? Results of 51,212 cases with up to 30 years of follow-up from the norwegian arthroplasty register. Clin orthop relat res. 23 aug 2021. Pmid: 34427568. The article's purpose was to investigate how implant survivorship varies with different corail femoral stem variants. Patient data: 67% female, ages 15-80, primary diagnosis of osteoarthritis. Depuy products: corail stem - 4 variations of corail stems were used: standard, standard collard, coxa vera collard, and high offset collarless. It is unknown what implant manufacturer was utilized on the acetabular side. Adverse events: (3445) revision ¿ reason not specified within the article; (273) aseptic loosening of the stem ¿ revision; (280) periprosthetic femur fracture - revision.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.